Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose of 58 mg/dl. The customer was treated by food, glucose tablets, half soda and apple juice. Customer stated that they experienced nausea, vomiting, anxiety, mental confusion, vision changes and fatigue. The customer also stated that they did not allege insulin pump was over delivering. Customer did not want to troubleshoot for high blood glucose. The customer feels like it was giving too much insulin. The insulin pump will not be returned for analysis.